Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-9560-24-2 baseplate, batch 14975768, was received for investigation. Visual inspection noted that the baseplate was detached from the central post. Functional testing was not performed due to the damage to the device. Most likely cause for the reported failure is attributed to misuse, which may include: incomplete or improper locking of the baseplate to the central post before implantation excessive force during removal, leading to the fracture of one component the complaint allegation is confirmed.

Event description:
It was reported that during a reverse shoulder surgery the baseplate could not be connected to the central post. At first the connection looked fine, but after implantation it was not secure and the device had to be removed. Part of the device broke and all parts were removed from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Update avoe 02-oct-2025. It was confirmed that the baseplate did not press correctly onto the pin. It then came loose during implantation and the pin had to be recovered separately. Everything was then reimplanted.

Manufacturer narrative:
Additional information: b5, g3, h6.